Manufacturer narrative:
On 12-aug-2020, the suspected medical device was returned for evaluation. On 1-sep-2020, the investigation on the suspected medical device was completed. Investigation summary : during a visual evaluation of the device, a tear was observed on the posterior view , measuring approximately 2.1 cm. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor textured gel implant and experienced postoperative left-sided rupture. As a result, the patient underwent explantation on (B)(6) 2020.